Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was undergoing hardware removal. Intra-op, the driver broke. The driver came in contact with the patient but no fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.